Event description:
It was reported that the customer experienced frequently no or intermittent button response from the act button on the insulin pump. The customer stated that the insulin pump was not dropped or exposed to moisture. The customer stated that the issues occurred during normal insulin pump use. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to flattened dome act and escape button switches. The insulin pump had minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.